Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cannula didn't allow co2 through to insufflate tunnel during branch cauterization, and it looked like blood was going into co2 line. There was no blood loss and no transfusions were necessary. A new device was opened to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on (B)(6)/2024. An investigation was conducted on (B)(6)2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact heater wire or intact clear silicone insulation of the harvesting device. There were no visual defects observed on the intact cannula or the intact c-ring. The cannula was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(4)). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2000 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). We were unable to test the btt as it was not returned for evaluation. Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000401072 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.